Manufacturer narrative:
Per product labeling, "caution is advised in the interpretation of neonate blood glucose values below 50 mg/dl. Please follow the recommendations for follow-up care that have been set by your institution for critical blood glucose values in neonates. Glucose values in neonates suspect for galactosemia should be confirmed by an alternate glucose methodology."

Manufacturer narrative:
The customer¿s meter, strips, and controls were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable glucose result for 1 neonate patient sample tested with accu-chek inform ii meter serial number (B)(4). The result from the meter at 7:14 p.m. Was 27 mg/dl. The result from the laboratory at 7:14 p.m. Was 52 mg/dl.